Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A root cause for an air gap found in patient line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because, the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) during use during fill 1 of 12. The nurse stated that there was air in patient line. The tsr helped the nurse end therapy. The tsr instructed the nurse to discard the supplies and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the hospital on (B)(6) 2011 regarding the reported problem. The nurse advised, the patient was doing fine but said, he did not have any additional information on the alarm or the supplies used. No additional information could be obtained. No patient injury or medical intervention was reported.